Event description:
It was reported that an ilet pump displayed a persistent alert 61 indicating a delivery-stopped malfunction that did not clear after multiple restarts, and a replacement device was issued while blood glucose levels were reported as not impacted. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.